Manufacturer narrative:
Device passed the displacement test, self test , rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly. No unexpected back light anomalies noted. Device received with stripped battery cap coin slot(p), cracked battery tube threads, cracked case at the display window corners and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump's reservoir cover was a little looser. The customer's blood glucose was unknown at the time of the incident. The customer also reported that the battery life was diminished, there was a crack around the battery case, there were hairline fractures from the top to the bottom, back light flickers at times, and the rewind was slower. The insulin pump will not be returned for analysis.